Manufacturer narrative:
(B)(4).

Event description:
It was reported the pump stopped and a lose of aspiration occurred. During a thrombectomy procedure in the femoral popliteal graft, the angiojet® solent¿ omni catheter primed without any issue. When the catheter was placed inside the patient, it would only pump for a few seconds and then it would stop with an error on the console. The catheter was removed, re-primed and advanced back into the patient, when started the pump would only for a few seconds and then stopped again with an error. The procedure was completed with another of the same catheter successfully. There were no patient complications reported and there was no harmed reported to the patient.

Manufacturer narrative:
Device evaluated by manufacturer: the pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. There were no signs of the catheter having any damage to it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported the pump stopped and a lose of aspiration occurred. During a thrombectomy procedure in the femoral popliteal graft, the angiojet solent omni catheter primed without any issue. When the catheter was placed inside the patient, it would only pump for a few seconds and then it would stop with an error on the console. The catheter was removed, re-primed and advanced back into the patient, when started the pump would only for a few seconds and then stopped again with an error. The procedure was completed with another of the same catheter successfully. There were no patient complications reported and there was no harmed reported to the patient.